Event description:
This lead was implanted on (B)(6) 2008. A call to technical services on (B)(6) 2011 states that the entire system was removed due to infection. Representative stated that this was a systemic infection, not caused by device. Patient has gmrsa bacteremia this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).